Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, no patient information was provided.

Manufacturer narrative:
G4:25feb2021; b4:01mar2021; h11:g5:k102985. H10: the manufacturer¿s international service technician confirmed the reported issue in the ventilator diagnostic report. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.